Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported via email by a sculptra (poly-l-lactic acid) consultant (company rep) from a physician, and forwarded by our local affiliate (B)(4). This case involves a female pt (age nos) who received treatment with poly-l-lactic acid on an unspecified date. Relevant medical history and concomitant medication info were no mentioned. The pt developed a granuloma, two years after poly-l-lactic acid application. The physician described the reaction as an indurated "string" at the injection site and she denied an inflammatory reaction. No further info was reported. Event outcome is unk. Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on 21-oct-08: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.